Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient saw their doctor regarding their itch. The patient noted that ibuprofen offered similar relief to ins and ceased activation of ins as of (B)(6) 2025. The patient noted it was a possible nickel allergy. The patient's doctor recommended repositioning of battery to buttock area. The patient was awaiting the date for surgery.